Event description:
(B)(4). It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 100% stenosed target lesion was located in the left anterior descending (lad) artery. The reference vessel diameter was 3mm and the lesion length was 20mm. No attempt was made for direct stenting. A 3.00x24mm liberte stent was implanted. An additional liberte stent was implanted to treat a dissection. Residual stenosis was 0%. The procedure was a technical success. The patient was discharged nine days after the index procedure without angina or silent ischemia. Discharge medications were asa 100mg/day indefinitely and clopidogrel 75mg/day for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis